Event description:
Consumer complaint of blood results reading "hi". The customer's daughter "(B)(6)" called on behalf of her mother. She states her mother was dizzy, non responsive, not eating after obtaining a hi result. Customer's daughter then states that she injected her mother with 20 units of fast acting insulin, she checked the glucose levels again, and obtained 531mg/dl. Ambulance was called and customer was tested again by emergency medical services with their device. The customer's glucose level displayed 236mg/dl. Customer stated that her mother's expected range is 160-210mg/dl fasting. Verified the strips expire 05/21/2017, unable to confirm the storage conditions or when the test strips were first opened.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.